Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced two infusion set soft cannula bent events on 29-apr-2024. Insertion site was at abdomen. Event occurred after three hours of insertion. The set was in use for less than a day. Blood glucose levels were between 246-276 mg/dl at the time of event. Patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR 1880651 - device 1 of 2.